Event description:
The nurse reported the anterior vitrectomy probe was difficult to install on to the system. A posterior capsule tear occurred during the case. The nurse stated the probe was connected, and an unplanned anterior vitrectomy was performed by the surgeon. The pt is doing well.

Manufacturer narrative:
The facility biomedical technician ordered the cpc connector to mitigate the problem connecting the anterior vitrectomy probe to the system. The cpc connector was replaced by the facility biomedical technician and disposed of. The facility did not request service for the system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.